Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. After four (4) partial recaptures and two (2) full recaptures were performed it was noted that the was had become kinked. The physician removed the was from the patient and a new was opened. The procedure was ended without a closure device being implanted in the patient due to the patients anatomy. There were no patient complications or consequences that were reported to have occurred.